Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 18 mmol/l (324 mg/dl) between 49 and 71 hours of wearing the pod. The patient¿s father stated while they were at school they felt wetness at the pod site on their leg; they noticed insulin was leaking from the pod. The father further reported that the cannula was no longer inserted in their leg, and the bottom part of the adhesive had lifted from their skin. As treatment a new pod was applied.